Event description:
It was reported that during a supply change the user proceeded to fill the infusion tubing and observed no drops, then realized the insulin cartridge had not been inserted into the iLet pump; the user requested instructions to restart the process and was guided to acknowledge drops, decline a new infusion set, rewind the pump, and properly insert a new cartridge before completing the supply change independently. Symptoms included no clinical symptoms. Outcomes included no adverse events and no hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed user error in supply change steps resulting in a temporary failure to prime due to a missing cartridge, with the pump and infusion set components not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error with no device malfunction.